Event description:
It was reported that the customer experienced high blood glucose in the evening and it was dropping in the morning. The blood glucose reading was 18.0mmol/l, and the customer changed the infusion set. Checked the reservoir and insulin was leaking past the o-rings and into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.